Event description:
Customer reports a fiber leak at the onset of treatment noted by visible blood in dialysate line and confirmed by hemastix. Treatment was continued with new disposables without incident. Estimated blood loss was 250cc. The pt was given 1 gram vancomycin as a prophylactic antibiotic. No pt injury reported.